Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer received a no delivery alarm. The user stated the no delivery alarm occurs about once per week for the last few months. Blood glucose level at the time of the incident was unknown. Troubleshooting was not completed for the no delivery alarm as the customer declined. The customer also reported having to replace the battery more than once and having a motor error alarm. No harm requiring medical intervention was reported. The pump will not be returned for analysis. No product is expected to return for analysis.